Event description:
The customer reported having unexplained low blood glucose lower than 30mg/dl, and the paramedics were called. The customer mentioned that he could not move after eating a salad. Troubleshooting was performed. The programming on the insulin pump was correct. The reservoir was showing the same amount of insulin as shown on the status screen. Assisted the customer to run a displacement test and passed. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.